Manufacturer narrative:
The investigation could not determine a specific root cause. Additional information for the investigation was requested, but was not provided.

Event description:
The customer intermittently received questionable ion selective electrode (ise) sodium results. The samples were repeated on another cobas analyzer. Of the data provided for four patient samples, only the result for one patient sample was discrepant. The initial result was 127 mmol/l and the repeat result was 133 mmol/l. The initial results were reported outside the laboratory. The repeat results were believed to be correct. There was no adverse event. The sodium electrode lot number and expiration date were requested, but were not provided. The field service representative inspected the rinse mechanism and found no problem. He replaced the ise pinch and sipper tubing and replaced the ise probe and seal. He aligned the sample probe at all positions, cleaned the is bath and confirmed proper vacuum/evacuation of is. He confirmed ultrasonic mixer 1 function and replaced the ise syringe seals. To verify the analyzer operation, he observed proper ise function during ise check and the customer performed calibration, qc and precision checks.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.